Event description:
This prospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("right essure was coming out of the cornual, superior aspect of the uterus") and pregnancy with contraceptive device ("confirmed pregnancy as intrauterine pregnancy not ectopic") in a (B)(6)-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with breast tenderness and amenorrhoea. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy. Tubes and essure devices were removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. Diagnostic results: on an unspecified date, patient had hysterosalpingogram, it was unknown if fallopian tubes were blocked, no satisfactory location/test result. Radiology had difficulty evaluating uterus. Ultrasound was performed on (B)(6) 2016 (result was not reported). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pregnancy questionnaire received from physician. Pregnancy outcome was updated. The pregnancy was not less than 3 months after essure insertion. Patient delivered healthy infant in (B)(6) gestation week without any complication to her or baby during labor/delivery. Event right essure was coming out of the cornual, superior aspect of the uterus was added. On (B)(6) 2017, doctor performed a bilateral salpingectomy, doctor found the right essure was coming out of the corneal, superior aspect of the uterus, tubes and essure devices were successfully removed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.